Manufacturer narrative:
The field service engineer (fse) observed that the syringe pump was weak, causing inconsistent sample to be dispensed onto the strip pad without a short sample error message or flag. The fse replaced the sample syringe and was able to successfully run controls.. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported they are failing ca controls for bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.